Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced three infusion set leakage events on (B)(6) 2025. The leakage was at the coupling housing. The infusion set was in use for 3 hours. The blood glucose level was 33mmol/l and the patient was treated with correction injection via multiple daily injection. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR (B)(4). MDR 3003442380-2025-01472. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6005997 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing: the lot 6005997 was manufactured according to the wi version 96 and packaging in the multivac 10, on 10/mar/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4c00381 was manufactured according to the wi version 61 in the gluing of tubing in the machine sc05 & sc06, on 10/mar/2024, with a total of (B)(4) units. The lot 4c00382 was manufactured according to the wi version 61 in the gluing of tubing in the machine sc05 & sc06, on 10/mar/2024, with a total of (B)(4) units. Welding: the lot 4c01185 was manufactured according to the wi version 33 in the gluing of connector in the machine ls24 & ls25, on 08/mar/2024, with a total of (B)(4) units. The lot 4c01184 was manufactured according to the wi version 33 in the gluing of connector in the machine ls24 & ls25, on 07/mar/2024, with a total of (B)(4) units. The lot 4c00362 was manufactured according to the wi version 33 in the gluing of connector in the machine ls06 & ls07, on 08/mar/2024, with a total of (B)(4) units. The lot 4c00361 was manufactured according to the wi version 33 in the gluing of connector in the machine ls24 & ls25, on 10/mar/2024, with a total of (B)(4) units. The lot 4c00363 was manufactured according to the wi version 33 in the gluing of connector in the machine ls06 & ls07, on 11/mar/2024, with a total of (B)(4) units. Gluing of connector: the lot 4b05724 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 08/mar/2024 with a total of (B)(4) units. The lot 4b05725 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 09/mar/2024 with a total of (B)(4) units. The lot 4c00350 was manufactured according to the wi version 37 in the gluing of connector in the line 9, on 10/mar/2024 with a total of (B)(4) units. The lot 4c01187 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 06/mar/2024 with a total of (B)(4) units. The lot 4c01186 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 07/mar/2024 with a total of (B)(4) units. The lot 4c00352 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 12/mar/2024 with a total of (B)(4) units. The lot 4c00353 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 12/mar/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/jun/2025 against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6005997 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.